Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, heavily tortuous, and mildly calcified de novo lesion in the left circumflex artery. Following pre-dilatation at 12 and 14 atmospheres (atms), a 3.0x28mm xience prime stent was deployed at 10 atms. Post-dilatation was performed with an unspecified 3.0x12mm non-compliant (nc) balloon at 14 atms; however, a distal edge dissection was noted. An unspecified xience prime stent was used to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.